Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are not feeling stimulation and have reset the controller today. Agent had patient navigate the controller screen and patient said they figured out why they were not feeling stimulation and activated the correct program and now they are feeling stimulation. Patient reported the implant is not holding a charge for longer than 24 hours and used to hold a charge for 40hrs for like 2 weeks ago. Patient stated they used to be able to go almost 2 days with the implant and now they have to charge the implant every day. Patient stated they charging at excellent quality. Patient stated their adaptive check position is grayed out on the menu screen. Agent asked patient to connect with the controller and controller show implanted neurostimulators 90%, controller 100% charged. Agent assisted patient with navigating the controller screen to turn on adaptive stim and the check position was active on the menu screen. Patient service reviewed device function and recommend patient monitor the implant battery level and consult with hcp ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.